Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The set screw marks on the connector pin were too proximal. The outer insulation of the lead was breached due to b I/multi-lumen tubing voids while in vivo. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined rv and superior vena cava (svc) impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.